Manufacturer narrative:
Analysis of the ins (s/n (B)(4)), found no significant anomalies. The longevity estimate with group a parameters was 26.16 months to eri and 29.16 months to eos. The longevity estimate with group b parameters was 28.68 months to eri and 31.68 months to eos. According to the trace report the ins reached eri in 22.83 months and eos in 27.5 months, which was within 10 % of the group a parameter longevity estimate.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported on 2015 (B)(6) their battery was dead and they had awful cervical contractions. The battery only lasted one year. They saw their doctor on 2015 (B)(6) and he worked me into having surgery to replace the dead battery on 2015 (B)(6). The patient had surgery to replace the end of service (eos) dead battery. Their brain was trying to adjust to the new battery because they had no relief during the times of the dead battery. It was taking time for the patient. They inquired why it only lasted one year.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information from the representative indicated the device was explanted for normal battery depletion. The patient was considered recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# v087696, implanted: (B)(6) 2008, product type: lead. Product ID: 3387s-40, lot# v087696, implanted: (B)(6) 2008, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
The consumer reported an eos condition. The device was off/ disabled and no longer providing therapy. The patient had dystonia. It was a sudden change as the dystonia was back the day prior to report. The patient was indicated for dystonia and movement disorders. No further information was provided. If additional information is received, a follow-up report will be sent.